Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2bf70 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the patient stated they have been walking around with the communicator on their implant site. Reviewed general overview of external equipment (handset/communicator) and therapy. Agent inquired if pt is getting 50% or greater reduction in symptoms and pt initially stated "yes, I think", but then clarified they are "not really sure". Pt stated they are not feeling stimulation and increased amplitude from 6.5v to 7.0v and reported still not feeling stimulation. Reviewed notes in case and recommended pt decrease stim and follow up with hcp to have implanted system checked. Pt stated they want to leave stim at 7.0v, but stated will follow up with hcp to address this issue. The patient called again on 2021(B)(6) and stated that it is not helping her symptoms (bladder). She said, she probably increased her stimulation three days ago from 6.0 or might have been 6.5 to 8.0. She felt the stimulation at first and then it went away. Patient has not tried any other programs. On the call she switched to program 2. As she increased she said she is kind of sore back there. She said, she was going to leave it at 6.0volts on program 2. Patient said that her symptoms are at night when get the urge, can't make it to the bathroom and starts flowing out. Reviewed navigation basics and general use with patient and patient connected to device and switched to program 3 and initial setting at 3.2. When asked, patient said that with previous programs only felt stimulation intermittently, sometimes not at all. Reviewed general use of external devices several times with patient however patient still having difficulty understanding. Patient to monitor and track symptoms forat least 2-4 days before making another adjustment, this was reviewed a couple of times. Redirected patient to schedule an appointment with hcp if needs in person education.

Manufacturer narrative:
Concomitant medical products: product ID:978b128, lot# va2bf70, product type:lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since doi they don't know if they are getting 50% reduction in symptoms. Pt stated they think "by putting the leads in there" it seems like it's helping with pt's symptoms some, but could not confirm if helping by 50%. Provided education on how to connect with ins to increase stimulation as pt stated they don't know how to use their equipment. Pt confirmed therapy is on at 1.5v, program 1. Pt stated they are not currently feeling stimulation. Pt increased stimulation to 3.1v on call and confirmed feeling stimulation comfortably. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement in symptoms. Reviewed therapy and stimulation overview and expectations. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that their symptoms were really bad last night. Patient services reviewed how to increase stim. The patient was able to increase stim to where they could feel stim. Additional information was received from the patient. They reported that they are still having a lot of problems at night. Patient reported that prior to calling they increased amplitude to 6.5 and they intermittently feel stimulation sensation. Patient also reported that their ins had 2 "wire lines" coming from it and those have moved around a little bit accidentally. The patient was redirected to the healthcare provider (hcp) to check the device.